Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 318mg/dl. Troubleshooting was performed. The father stated that the drive support cap is flush. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.